Event description:
A pt/layperson spoke with customer care advocate, cca. He informed the cca that in 2008, while sweating he obtained results of 265, 266, and 280 mg/dl on his one touch ultramini. Reportedly, he had taken 6 units of novolog and then four hours later called ems while still feeling low. He was treated for a blood glucose of 30 mg/dl. The cca replaced the meter. This senior medical affairs specialist spoke with the pt on nine days later, who clarified the incident. All results are in mg/dl, the correct unit of measure. The pt, diagnosed 15-16 yrs ago as diabetic, had been placed on an animas pump not long before the day of the event. He began to test up to 10 times a day; before it was 4 times a day. His regime is 1 unit for every 40 points. The evening of the day prior to original date, the pt changed the inset on the pump. Two hours later and "feeling normal", he tested: result 540. Reportedly, since being placed on a pump, the pt either does not feel hyperglycemic symptoms as much as before or simply is more in control. Attributing the 540 to the pump, the pt pulled out the inset and reset his pump. Because his blood glucose was 300 plus one hour later, the pt "gave enough [insulin] for 300 plus and waited two hours. This process continued throughout the night. At some point he began sweating. Based upon the symptom, he drank orange juice. At 6:30a.m on 1/17 his wife noticed he was incoherent and "talking as if I was drunk." Around 6:30a.m or 7:00a.m his wife contacted emt who treated him with glucose gel after they had obtained 30 on the emt meter. At the same time they tested him on his own meter, result 300. When his blood glucose rose to 85 on emt's meter, emergency service personnel had left. After the pt called lifescan's customer service his wife attempted to retrieve his strips from emt to obtain the lot number. An ems rep, who had taken the strips on original date, informed her the strips probably had been discarded. The pt attributes the alleged inaccurately elevated results to the vial of strips. The pt noted that after opening a new box of strips, results on both the subject meter and replacement were normal. Because the pt claimed he experienced hypoglycemia requiring hcp treatment due to possible inaccurately high results, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.